Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported the physician attempted perform a novasure endometrial ablation on (B)(6) 2016. The physician had difficulty opening the electrode array and removed and reinserted the device. Then the physician received a cavity integrity assessment (cia) test. A hysterectomy was performed and a perforation was visualized. The physician then cauterized the perforation and the patient was discharged home. "The patient was doing fine a week later".